Event description:
It was reported a device was explanted due to inflammation. When the patient was seen on (B)(6) 2012, 10 days after implantation, there was red color on the skin along the extensions. The next day, after analysis, the physician decided to explant the extension and "end" the stimulator on the next monday. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37081-60, serial# (B)(4), product type extension. Product ID 37081-60, serial# (B)(4), product type extension.

Event description:
Additional information received confirmed the device(s) were explanted. The patient was in good health and there was no more infection. The patient was going to receive a new implantable neurostimulator in (B)(6).